Event description:
The manufacturer sales representative reported that the device overheated. There were no adverse consequences related to this event.

Manufacturer narrative:
Correction: d10, h3; the device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The manufacturer sales representative reported that the device overheated. There were no adverse consequences related to this event.